Event description:
It was reported that the atrial lead had noise. It was also reported that the right ventricular pace/sense lead had high impedance, oversensing and noise. Both leads were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The lead was returned and analysis found that the outer insulation had a breached depression. The proximal conductor had blood/body fluid (not obstructed) and the distal conductor had a fracture (overstress). The outer insulation was breached cut, had a white substance on it and a cosmetic depression. There was blood in/on the helix/lobe mechanism and there was tissue on the helix. (B)(4). The lead was returned and analysis found that the outer insulation had a breached depression. All conductors had blood/body fluid (not obstructed). The outer insulation was pulled apart (overstress), was breached cut and had a cosmetic depression.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the lead was returned and analysis found that the outer insulation had a breached depression. The proximal conductor had blood/body fluid (not obstructed) and the distal conductor had a fracture (overstress). The outer insulation was breached cut, had a white substance on it and a cosmetic depression. There was blood in/on the helix/lobe mechanism and there was tissue on the helix. (B)(4) the lead was returned and analysis found that the outer insulation had a breached depression. All conductors had blood/body fluid (not obstructed). The outer insulation was pulled apart (overstress), was breached cut and had a cosmetic depression. We also received performance data collected from the device and have analyzed the data. The analysis showed that a lead integrity alert triggered. Programmer data shows five lead integrity alerts between (B)(6)-2011 and (B)(6)-2011. There were five patient alerts for out of tolerance subthreshold lead impedance between (B)(6)-2011 and (B)(6)-2011. Oversensing and noise were noted. There were fourteen ventricular non sustained tachycardia events less than or equal to 210 ms between (B)(6)-2011 and (B)(6)-2011 and ventricular short interval counts v-sic equal to 42.0 counts avg/day, in 1.88 days, between (B)(6)-2011 and (B)(6)-2011.